Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar stenosis and underwent lumbar fusion with decompression surgery at l5-s2 levels. During surgery, the screwdriver broke. The product came in contact with the patient. No fragments of the instrument are remaining in the patient.no patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.